Manufacturer narrative:
Date of even: (B)(6) 2019. Date of report: 13may19. The manufacturer's field service engineer (fse) confirmed the reported issue. Complaint confirmed, parameter changes are intermittent and sluggish. No visible damage to display. The (fse) cleaned the touchscreen and performed touchscreen calibration to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported on screen buttons are not working. The device was not in use at the time of the reported event; therefore, there was no patient involvement.